Event description:
Reporting a (B)(6) symptomatic male testing false negative for sars. The customer communicated the results were confirmed positive by molecular (pcr testing).

Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.